Event description:
It is reported that the patient was revised due to dislocation.

Manufacturer narrative:
Evaluation summary: x-rays were received from the patient 2 weeks post-op and his femur rested within the concave surface of the device and the m/l and a/p widths of the device appeared to match the patient's anatomy. Duration of time in vivo was approximately 3 months and 14 days. Without additional information, the exact cause of failure cannot be conclusively determined at this time. No product was returned. The device history records were reviewed and found conforming, indicating that the device was manufactured, inspected, and packaged according to specifications. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify and evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.